Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A lead revision procedure was scheduled for a later date. This investigation will be updated should further information be provided.